Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery (rcfa) using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, resistance was encountered on initial deployment of the plunger. A second attempt was made to deploy the plunger and the collar met the body of the device and an audible click was heard. The plunger was removed and the suture cut on the quick cut mechanism as expected. The prostyle device was reportedly unable to be removed from the arteriotomy. Although lowering the lever to close the footplate appeared to be complete, the footplate was lodged in the artery and not able to be removed. The device was supported insitu for the duration of the tavi procedure. The large hole closure for the tavi was completed on the left common femoral artery successfully with two new prostyle devices. A surgical cut down (vessel incised and the puncture site enlarged) was performed in order to remove the device. The prostyle device was removed as a single unit from the anatomy, with no device separations noted. Vessel damage was noted and was repaired surgically. Hemostasis was achieved via surgical suturing in the rcfa. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty closing the foot and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported foot detachment was confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the reported information and returned device analysis it appears that interaction with the patient tissue/ anatomy may have contributed to the resistance deploying the plunger. Additionally, it is possible that the suture or tissue was caught in the foot such that contributed to the reported device entrapment. Further manipulation to remove the device likely contributed to the reported foot detachment and observed displacement of the foot. The reported patient effect of tissue injury is a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B7- "though requested, prior history of device closures in the target groin has not been provided at the time of this report." Statement was removed.

Event description:
Subsequent to the initially filed report, the following information was received: a posterior foot separation occurred. The device and separated foot piece were inspected on the sterile table. The separated foot piece was discarded. No additional information was provided.